Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer states the device failed opcheck due to invasive pressures. No pt involvement.